Manufacturer narrative:
MDR 2517506-2020-00187 was filed 24-jun-2020. Additional information 29-jun-2020: siemens headquarters support center (hsc) completed the investigation of the falsely elevated lipase (lipl) event. Hsc has reviewed the information provided and the instrument data logs and has observed no product non-conformance. Quality control (qc) was within range on the day of testing. Hsc is not able to determine the cause of the elevated lipl results on this patient sample. Hsc investigation shows this is patient specific and not a systemic issue. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported an elevated lipase (lipl) patient result was obtained and questioned as discordant on a dimension exl 200 system. Siemens is investigating the event.

Event description:
An elevated lipase (lipl) result, questioned as discordant, was obtained on a patient sample on a dimension exl 200 system. The result was reported to the physician(s). The patient was hospitalized. A new sample drawn within 24 hours was processed on an alternate non-siemens system and a lower result, within the normal range for that methodology, was obtained, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated lipase result or the hospitalization.